Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was not capable of inductive telemetry and could not be interrogated. It was noted that the device reached eri several days ago. Device replacement was discussed. No intervention was reported. Patient was doing well and did not have any symptoms.

Event description:
New information received stated that the patient's condition was stable pre, during, and post procedure.

Event description:
New information received stated that the pulse generator had reached elective replacement indicator. The device was explanted and replaced on (B)(4), 2018. No further information was reported.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.